Event description:
Healthcare professional reported "removal due to the concerns with the product." Patient later reported deflation and "autoimmune issues", "joint issues", "felt so bad", "ringing in the ears" and "fatigue" that are not device related. This record is for the left side. Device was explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.